Manufacturer narrative:
Device has returned to medtronic for eval. Visual examination confirmed the tip was broken near the spring tabs. A review of the device history records found no documentation to indicate a non-conformance to specification. It was also found that this instrument was made according to an older revision. A more robust instrument is currently available. Unable to determine cause of the event.

Event description:
It was reported that the driver tip cracked while tightening. Although the instrument was used in surgery, no pt complications were reported.